Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the next day, when customer checked foley catheter and found that the water had leaked out of the balloon part. They suspected a pinhole. There was no damage to the balloon part. There was no residual in the body.

Event description:
It was reported that the next day, when customer checked foley catheter and found that the water had leaked out of the balloon part. They suspected a pinhole. There was no damage to the balloon part. There was no residual in the body.

Manufacturer narrative:
The reported event was not confirmed. Received three photos. The first one shows a top view of a 3-way foley catheter. The next two photos show the deflated balloon and top and the catheter's cap ngjn3682. Received 1 all silicone foley catheter. Inflated balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inhouse syringe. Catheter rested with no leaks. The inhouse syringe was connected and it passively deflated in two minutes 2 sec with no issues or cuffing. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, a label and device history review are not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.